Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that an image was not displayed on the monitor. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The reported problem was first identified before the procedure. The intended procedure was diagnostic. No other devices were involved in the event. The intended procedure was completed. The same device was not used to complete the procedure (no details were provided regarding the device used to complete the procedure). There was no delay in procedure associated with the problem. No other devices were replaced during the procedure.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. The suspect device was not returned to olympus for evaluation. Based on the available information, the investigation determined the likely cause of the reported event was failure of the cm board.